Event description:
The customer's mother stated that insulin leaked past both o-rings of the reservoir. The customer's blood glucose reading at the time of the report was 283 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this repot complete to the best of our knowledge.